Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had a blank display and insulin pump had a moisture damage. The customer's blood glucose level was 460 mg/dl at the time of the incident. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting for blank display. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement, and displacement test. Unit powered up properly after battery installation. No blank display noted. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the electrical board during visual inspection. Unit also received with a corroded battery tube.